Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the cause could not be established for the malfunction. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization processes where no obvious deviations from instructions for use were identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
¿The customer returned the colonovideoscope, which is an olympus asset, with no reported complaint. However, during the evaluation of the device, foreign material was found in the auxiliary jet tube. There was no patient involvement.